Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge septum was leaking insulin during the loading process. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 180-225 mg/dl.